Manufacturer narrative:
Photographs were provided for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. RMA received by pictures in header. Dlr had to order three time before they got the correct one and by then had misplaced the broken one. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the recliner back assembly on the left side is broken at a weld towards the bottom.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the recliner back assembly on the left side is broken at a weld towards the bottom.